Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had issues with their sensor. The patient's blood glucose level was unknown at the time of the call. The customer's father stated his son has been experiencing low blood glucose levels at around 50 mg/dl. The father mentioned that they are frustrated at the sensors they had been using and would like replacements. The father did not have any sensors to send back tor analysis. No further information was provided.